Event description:
A depuy mitek sales rep is reporting a piece of the metal sleeve that passes the pin broke off in the patient's bone. The surgeon made an additional incision and removed the piece with a needle nose pliers. There were no adverse effects to the patient.

Manufacturer narrative:
Although the complaint device has not yet been received for evaluation, historically this type of failure is associated with not using the proper technique to remove the guide sleeve from the bone. The most likely scenario is that the user either did not use the proper sleeve removal tool and/or the user torqued the device from side to side as opposed to pulling straight out to remove it, causing the metal of the guide tube to fatigue and fail, broke off. A review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. Although the surgeon feels that there was no injury to the patient the fact that the broken fragment was not retrieved from the patient, posses the possibility that patient injury could potentially occur. We do not know what impact, if any; this would have on the patient. It is because of this uncertainty that this report is being filed to document this event. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any other definitive root cause that is different than the above hypothesis, a follow-up report will be filed. At this time, no further action is required. However, mitek will continue to track any related complaints within the device family as a means of monitoring the extent with which this complaint is observed in the field.